Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter and to the proximal end of the distal catheter segment. The edges of the complete circumferential breaks were noted to be uneven, and the surfaces were noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Kinks were noted throughout both catheters. Therefore, the investigation is confirmed for the reported fracture, no blood return issue and the identified material separation, catheter kink and catheter wear issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, eight months, and thirty days post a port placement via the right subclavian vein, the port was allegedly found to be torn under computed tomography imaging. It was further reported that device had suction issue. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, eight months, and thirty days post a port placement via the right subclavian vein, the port was allegedly found to be torn under computed tomography imaging. It was further reported that the portion of the port had allegedly migrated into the patient's heart. The current status of the patient is unknown.